Event description:
The physician attempted closure with the preclose a-t (closer ak) device after an interventional procedure. A femoral angiogrpahy was performed to determine arteriotomy placement in the common femoral artery. The angiography revealed contrast extravasation and a small dissected plaque above the sheath entry site. The physician stated he felt comfortable in continuing with the closure using the device. It was reported that there was resistance on insertion. Good pulsatile flow was obtained and the needles were deployed without incident. Closure was achieved. It was noted that there was some "oozing" and a hematoma 2 cm in size developing. After 20 minutes of manual compression the bleeding did not stop. The physician was advised to use the c-clamp. The c-clamp was placed and the pt was transferred to the nursing floor. Two hours later the pt's hemoglobin was reported to have dropped 2 grams (original value unk to reporter). The pt did not require a blood transfusion. The pt was taken to surgery for rrepair of the arteriotomy. Although requested, the pt status was unk to the reporter.